Event description:
It was reported that the device was contaminated. An opticross hd was selected for intravascular examination of the target lesion. During the procedure, the physician was not getting a good image, and the catheter was contaminated. The device was replaced with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).